Manufacturer narrative:
A case of ipg reset during surgery was reported to abbott. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data logs were received. Analysis of the records shows that the system was able to successfully maintain a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices during a lead replacement surgery (related manufacturer reference number 1627487-2020-31097) when the physician touched the paddle lead with the electro-cautery tool (related manufacturer reference number 1627487-2020-31098). The ipg reset and post-operatively, a manufacturer representative was able to restore the ipg and stimulation therapy was restored.